Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was displaying loss of ventricular sensing. The sense/pace portion of rv lead was capped and replaced. The defib portion remains active.